Event description:
While on a pt, the vent went inoperable and alarmed. The pt was bagged, and there was no harm or change in therapy. During the vent exchange, it was noted that the power cord was sparking at the outlet. After isolating the vent, a loose wire found in the power cord. The cord was re-wired; the vent passed all tests and was put back in service.